Event description:
Pt. Applied "boston advance cleaner" directly to left eye, mistakenly thinking it was the eye was solution I gave as an otc recommendation. Pt. Immediately experienced pain and irritation. I quickly obtained the correct eyewash product ( bausch and lomb advanced eye relief eye wash) and told him to keep using it indefinitely.